Event description:
It was reported that during an open right lower lobectomy, the blue load was used on the lung parenchyma at the first firing after the blood vessel was treated. At the first stroke of the first firing, bleeding occurred. The amount of bleeding was about 4000cc. Blood transfusion was performed, but the amount was unknown. The formation of the deployed staples could not be confirmed due to the bleeding. Reinforcement material was not used. Additional suture was performed. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.